Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected greater than 125 ohms on this right ventricular lead during the implant procedure despite twenty other normal measurements. It was reported that this was observed in the triad and right ventricular coil to the right atrial coil. This ICD was in the pocket and wet. The connections were reported to be appropriate. Troubleshooting was performed, the bovie was also turned off and this lead still measured greater than 125 ohms. The patient was disconnected from the external defibrillator with still greater than 125 ohms. No other electromagnetic interferences could be noted in the room. The amplitude on this lead had also decreased from 12mv to 4 mv. It was reported that the physician was to attempt another lead. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the physician elected to disconnect and reconnect the lead to the device. This resulted in normal impedances and successful defibrillation testing. This issue was thought to be related to a connection issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.